Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified an opening. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identified a striated opening on the posterior consistent with the use of a surgical tool and a cracked opening on the diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on patch shell bond edge due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.